Manufacturer narrative:
(B)(4). The lot was manufactured between april 7, 2014 ¿ april 9, 2014. The actual device was not received for evaluation, however, a photograph was provided. Visual inspection of the photograph identified a ruptured reservoir. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.